Manufacturer narrative:
Investigation conclusion: the reported events could not be confirmed through evaluation of the submitted log file. No atypical events were captured and the system operated as intended for the duration of the log file. The account reported the patient denies being symptomatic during the event and no symptoms were witnessed by clinicians. Since being issued ungrounded cable, no further issues have been reported by the patient. The patient is non-compliant. Attempts to reach patient over the phone have been unsuccessful. The patient refused admission (as previously stated) and refused evaluation at the clinic. No further action (perc lead repair/ pump exchange) is planned at this time. The patient remains ongoing on vad support with no further related issues reported. The hm2 IFU outlines how to care of the driveline and respond and troubleshoot all alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received from the clinician reporting the patient denied being symptomatic during the event and no symptoms were witnessed by clinicians. Since being issued an ungrounded cable, no further issues have been reported by patient. There are issues with patient noncompliance and attempts to reach patient over the phone have been unsuccessful. Patient refused admission and refused testing at clinic visit. No further action is planned at this time as patient is unresponsive to attempts to admit him or schedule x-rays, tests, etc. No additional information was provided.

Manufacturer narrative:
Patient age and date of birth were requested but was not provided. Approximate age of device- 4 years, 0 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported the patient was seen in clinic on (B)(6) 2019 with reports of low flow, low speed and driveline disconnect alarms while on power module. The patient reported having not connected to the power module for at least a month prior to the visit. The event date of (B)(6) 2018 is estimated by the clinician. The patient reported no alarms while connected to battery power. Technical services reviewed the submitted log files; although no pump stoppages or decelerations were detected, they confirmed patient had not connected to a grounded circuit for the entirety of the log file. Although not confirmed through analysis, the reported behavior is indicative of a potential percutaneous lead issue. Per additional information provided on (B)(6) 2019, the patient stated he did not disconnect his driveline during the reported driveline disconnect alarm. The patient was not compliant and refused admission. He was sent home with an ungrounded cable. Additional information was requested but was not provided.